Event description:
Customer's wife reported an incident of hyperglycemia requiring hospitalization at a time when she attempted, was unable to use the aviva system due to an error within specifications. A request was made for the return of the system and a replacement was sent.